Event description:
Additional information was received indicating the cause of noise was unable to be determined from visual or fluoroscopic inspection and that the lead header connection was checked during the revision procedure and there appeared to be no anomalies. The right ventricular (rv) lead was returned after the revision and analysis found the lead to be fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to symptoms of syncope. Device interrogation and review of stored ventricular tachycardia events showed this pacemaker and right ventricular (rv) lead were exhibiting noise and pacing inhibition greater than 2 seconds. The patient is atrial pacer dependent, and the ventricular oversensing was leading to inhibition or delay of atrial pacing. It was noted that a few months prior, the patient had fallen face first on a concrete floor and fractured some ribs. The patient was admitted to the hospital and the lead was subsequently explanted and replaced. During the revision, the physician had some difficulty removing the lead. The physician could not get the helix to retract and also caused some damage to the terminal pin upon removal. The pacemaker remains in service. No additional adverse patient effects were reported.